Manufacturer narrative:
Device evaluation results: based on the device analysis grid, the assessments of the complaint are: ¿ rupture: observed, broken device on the posterior side assessed as surgical impact opening (shell thickness within specification) and other pattern broken device on posterior side assessed as unidentified (tear) opening (shell thickness within specification), both patterns along the same edge. Also observed one opening on the posterior side assessed as surgical impact opening (shell thickness within specification). ¿ pain: unable to observe as it is a medical event not related to the device. Additional observations: ¿ crease is observed. ¿ nick is observed assessed as non-penetrating nick. ¿ wear abrasion is observed. ¿ red particles were observed on the shell. No further actions are required as the device was implanted.

Event description:
Healthcare professional reported right rupture and pain. The device has been explanted and replaced.

Manufacturer narrative:
(B)(4). A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Healthcare professional reported right rupture and pain. The device has been explanted and replaced.